Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and lead noise. X-ray examination of the lead found the helix was stretched consistent with procedural damage. Unable to perform helix mechanism/ extension length test due to the condition of the helix. The reported event of lead noise was confirmed. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil at 13.9cm to 14.0cm and 14.2cm to 14.4cm from the connector pin consistent with friction to the device can. The cause of lead noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer report number: 2017865-2023-11061, related manufacturer report number: 2017865-2023-11063. It was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead and oversensing noise resulting in inappropriate mode switch episodes on the atrial lead. Rv lead fracture was suspected. During lead revision, the physician noted the rv and ra leads were dislodged and twisted due to twiddler's syndrome, the implantable cardioverter defibrillator (ICD) was found to have migrated. The physician elected to explant and replace the ICD, rv lead, and atrial lead. The patient was discharged following the procedure.